Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 15-sep-2021, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 15-sep-2021, UDI#: (B)(4). Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's system was working great until they fell. The patient reported that they had a fall and hurt their neck a little bit and when that happened the wiring that goes by their ear shifted. The patient states the fall occurred 2-3 months ago and says the wire shifting also happened a couple months ago, maybe 2-3 months as well. They thing the wire shifted because of the fall when they rolled off the bed into a pushup position and when they woke up their neck was little sprained. After the MRI and xray the doctor said the wiring may have shifted over a little and there is nothing they can do and to just hope it goes back in place but they gave me an injection in their neck and that helped a bit but they have constant muscle spasm and alittle bit of pain there. The patient says that no surgical interventions are planned, but they are planning on losing weight. No further complications were reported or anticipated with this event.